Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using m.r.I implantable port, hickman single-lumen, 9.6f. During the procedure, the puncture needle was allegedly found to be defective. It was further reported that no vacuum to puncture the vein. Reportedly, the kit had to be replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. The first photo shows a clinician holding a straight non-coring needle with cap. The second photo shows an unsealed tray containing few components one right angled non-coring needle. Therefore, the investigation is inconclusive for the reported suction and integrity issues as the evidence provided is not sufficient to confirm reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using m.r.I implantable port, hickman single-lumen, 9.6f. During the procedure, the puncture needle was allegedly found to be defective. It was further reported that no vacuum to puncture the vein. Reportedly, the kit had to be replaced. There was no reported patient injury.